Event description:
It was reported that a patient experienced multiple hernias coincident with peritoneal dialysis (pd) therapy. The cause of the hernias was reported to be due to the patient¿s violent coughing secondary to an unrelated indication. The hernias were reported to be located in the left and right inguinal hernia, behind the left testicle and umbilicus. The patient was hospitalized for the event. The hernias were surgically repaired and at the time of this report, the patient had recovered from the event. It was reported that pd therapy was discontinued for one week. At the time of this report the patient¿s pd catheter had been replaced and therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the hernia was not matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported hernia. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported events. Should additional relevant information become available, a follow-up report will be submitted.